Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the left monitor was not working. This caused the system to be unusable due to a loss of the live image. There is no report of injury or death associated with this event.